Manufacturer narrative:
The reported of ble unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design. No further investigation is required at this time.

Event description:
New information received indicates that the device was in telemetry lockout. The telemetry was re-enabled and the device was able to pair with no issues.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair the mobile application due to a possible bluetooth malfunction. No intervention was performed. The patient condition was unknown.